Event description:
It was reported that monopolar electrocautery was used during a pocket revision procedure. After this procedure, the patient reported communication issues between the implant and the external equipment. An advance bionics representative performed device evaluation. The problem was not confirmed. The surgeon decided to explant the system. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The patient was implanted with a new advanced bionics spinal cord stimulator.